Manufacturer narrative:
(B)(4). A maquet service technician will investigate the unit. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). "Display issue, only half of the screen is readable." (B)(4).

Manufacturer narrative:
The malfunction of the device was found during routine inspection so there was no patient involvement in the reported incident. A maquet field service technician investigated the unit and found the display was defective. The device was repairable however the part was not available at the time so a loaner device was given as a replacement. The defective part was requested to be sent back to (B)(4) for further investigation however there is no evidence the device was sent or received. Even though no investigation has been initiated on the defective part, no risk has been identified to any patient as the defective unit was never in contact with the patient and a loaner device was provided. This first follow up report will also serve as the final report for this complaint.

Event description:
(B)(4).